Manufacturer narrative:
Surgeon indicated that a revision surgery has been planned for a patient with a unicondylar knee implant. Review of the patient's CT data indicated that the patient had osteoporotic bone quality. Review of the device history record indicated that the device was manufactured to specifications.

Event description:
Surgeon indicated that a revision surgery has been planned for a patient with a unicondylar knee implant.